Event description:
The patient developed an infection at the device site. There was swelling and oozing at the pocket and redness along the catheter path. The patient was on antibiotics the past two weeks and he was being monitored by his healthcare provider. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information from the patient indicated that the device was removed 2 months after it was implanted due to a staphylococcus infection. Another supplemental report will be provided if additional information becomes available.